Manufacturer narrative:
Ref comp (B)(4).

Event description:
On (B)(6) 2024 fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that the peds abdomen is defaulting to adult abdomen techniques. There is no additional information provided.